Manufacturer narrative:
H11:the patient was advised to resume the use of the device and received a device trainer visit. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient required a gastrostomy tube (g-tube) replacement due to the the vest apx system. The patient¿s parental caregiver (pc) reported ¿that the vest sits approximately three inches above the g-tube and does not cover it¿; therefore, ¿every time the vest is used, the g-tube becomes loose.¿ on the day of the event the g-tube fell out and the patient was taken to the emergency room for g-tube reinsertion. The patient was taken to the gastroenterology appointment the following day for potential g-tube replacement or a procedure for a new tube. There was no allegation of a device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient required a gastrostomy tube (g-tube) replacement due to the vest apx system. The patient¿s parental caregiver (pc) reported ¿that the vest sits approximately three inches above the g-tube and does not cover it¿; therefore, ¿every time the vest is used, the g-tube becomes loose.¿ on the day of the event the g-tube fell out and the patient was taken to the emergency room for g-tube reinsertion. The patient was taken to the gastroenterology appointment the following day for potential g-tube replacement or a procedure for a new tube. There was no allegation of a device malfunction. No further information was available at the time of this report.